Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: further investigation was performed, the unit performed functional station testing and passed.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) replaced the e-200 generator to resolve the issue with the monopolar not working. The new e-200 worked as expected. Isi received the generator associated with this complaint. Failure analysis did not confirm the reported event. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested in a golden printed circuit assembly (pca) system where the component functioned as expected. The unit was powered on without any issues, passed both cautery (monopolar and bipolar) testing, and the system drive testing. The unit remained on the test system for idle, in normal operation, and it performed without any error. A system log review showed a possibly related error pointing to an electrosurgical unit (esu) communication fault.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar energy source stopped functioning, necessitating a conversion to an open approach. The appropriate energy tones were heard, but the monopolar energy was not produced. The customer indicated that they had replaced both the green monopolar energy cable and the monopolar instrument with no resolution. The site power cycled the e-200 generator with no change. The site confirmed they were using a validated ground pad. The procedure was converted to an open approach.